Event description:
The customer's father reported that the customer went to the emergency room because her blood glucose (bg) had reached 369 mg/dl and she had been vomiting. She was provided with fluids and was released from the hospital once her bgs reached a normal level.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospital visit for hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.